Event description:
Set leaking at check valve no patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
H10: one video taken by the customer confirms the leak at the back check valve. However, due to no sample being returned, an investigation cannot be conducted, and the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.